Event description:
Boston scientific received information that the lead exhibited a high lead impedance measurement. Greater than 2000 ohms. The lead was electronically repositioned. Dr. (B)(6)date of event (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).